Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch #unk. Additional information received: what other instruments were used during the surgery? Bovie - pouch. Where was the nseal545rh device being used? Take mesentery and fat off pouch. Was the nseal545rh used on the gastric artery? Could be either gastric vessel; unsure which structure was bleeding. What were the sizes of the arteries/vessels that were being taken? Surgeon does not take artery down. Inserts bovie lateral to largest vessel near pouch. Was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Dry and checked for leaks. Where was the bleeding from? (State where) along lines of pouch side. How much blood was lost? (Cc's) unsure. How was the bleeding controlled in the 2nd procedure? Enseal. Was a transfusion required? No. Which generator system was being used ¿ rf-60 or gen11? Gen11 if gen11: did the gen11 display any yellow alert screens during the procedure? No alert screens or errors during the case. Did the surgeon hear the tone changes? Yes. When is surgeon advancing knife blade in relate to tone 2; was tone 3 heard? Depends on avascular tissue or not. Fire blade after 2nd tone but fires after 3rd tone on thick structures. How long has the surgeon and account been using the gen11 and the nseal545rh? Since surgrx times. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Unknown has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Unknown. Does the patient has a known coagulation disorder? Unknown. Has the patient taken any steroids? Unknown. What was the total blood loss? Unknown.

Event description:
It was reported that during a gastric bypass procedure, during the case the instrument performed well. Five hours after the case the patient had to be brought back due to a gastric artery bleed. Case completed with another device of the same product code. No device will be returned.